Manufacturer narrative:
H7 and h9: recall information provided. Product investigation: the device and packaging components associated with this report were not returned for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the device and packaging components associated with this report were not returned for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. The device and packaging components associated with this report were not returned for examination. Follow-up for product return status was unsuccessful. The allegations associated with this complaint have been previously escalated via pie 1928924. A previous DHR review (B)(4) identified the following: product code 150680003, work order 9557440 was manufactured on the 08 july 2020. 20 parts were manufactured per specification and all raw material met specification. There were no non-conformances (nc) found to be associated with work order 9557440. There were no scrap parts found to be associated with work order 9557440. There was no reprocessing associated with work order 9557440. An investigation into the shrinkwrap (shrk0011) was initiated at the depuy cork site to address the packaging issue: a process walk was conducted with one of the production associates certified at the ship step in the process. The following procedures and inspections were reviewed as part of the process walk with the production associate. As per ¿103344753 standard work specification (sws) for attune s+ rp bases shipping rev 2¿, place one part at a time into shrinkwrap machine in correct orientation. Inspection completed for the shrinkwrap as per pic-101461 packaging inspection standards rev 13, section 6. As part of the process walk the production associate stated that the following issue with shrk0011 was observed and reported on maximo on the 08th july 2020. At the time the production associate at the ship step noted that as the cartons were exiting the heat tunnel via the conveyor belt, they were getting stuck during the transfer from one conveyor belt to the other conveyor belt. The conveyor belt in the heat tunnel was worn causing the cartons to get trapped and caused a back log of cartons in the heat tunnel. The issue was highlighted to the team leader on shift and a maximo request was raised for maintenance to resolve the issue. Therefore, some cartons from work order 9557444 may have been trapped in the heat tunnel longer causing the blister to melt. There is no inspection in place for the blister at the ship step in the process, however ¿103027174 shrk0011 work instruction rev 3¿ highlights the following is to be completed if parts stop in the heat tunnel: ¿if part(s) stop within the heat tunnel, return affected part(s) to cleanroom under mrr. This is to ensure that no deformation of the packaging has occurred¿. On 08 july 2020 maximo request 10000887980 was raised for shrk0011 as there was an issue with the heat tunnel conveyor belt. The conveyor belt in the heat tunnel was replaced by the maintenance department on the 09th of july 2020. However, no mrr was created for the parts to return to the cleanroom to be reinspected to ensure all parts met the pass/fail criteria for sealed blisters outlined in pic-101461, packaging inspection standards, revision 13. As all inspections were recorded on oms as having been conducted and all parts associated with work order 9557440 had passed inspection and due to the investigation completed under (B)(4), it can be concluded that the melting of the blister may have happened when the cartons were being processed though the shrinkwrap as part of the ship step in the process at depuy cork. As per ¿103027174 shrk0011 work instruction rev:3, 8.2 machine operation: if part(s) stop within the heat tunnel, return affected part(s) to cleanroom under mrr. This is to ensure that no deformation of the packaging has occurred¿. As this was a missed step (human error) in the procedure at depuy cork, a face-to-face awareness training was conducted to raise awareness with the relevant production associates on creating a mrr for parts to be reprocessed back to l-pack if a carton is stopped in the heat tunnel to confirm all package meets the pass/fail criteria for sealed blisters outlined in pic-101461, packaging inspection standards, revision 13. As per sep-333 (non-conforming product notification process), notification of product complaints attributed to human error is communicated to the entire depuy synthes cork site employees on a quarterly basis. A further 4 complaints were received for attune rp tib base across 2 lots: 9557440 (qty 20 parts) and lot 9557444 (qty 20 parts) concern the same failure mode (inner & outer blister showing signs of overheating and are fused/melted together). The related complaints are (B)(4). As these 5 complaints, spread over 2 manufacturing lots, are showing a trend in this similar failure mode, the following escalations have been enacted at the cork site: CAPA-010419 is opened to investigate and root cause this issue further. Nr -015604 is opened to disposition product. Pia 1929524 is opened to address potential patient safety. Fa 1932449 is opened to address field action activities. Without the device and packaging components associated with this report returned for evaluation, this complaint could not be confirmed. Follow-up for product return status was unsuccessful. This complaint will be accounted for and monitored via post market surveillance sep-419. If additional information is made available, the investigation will be updated as applicable. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed, and the investigation may be re-opened as necessary. Device history lot: the DHR review identified the following: product code 150680003, work order 9557440 was manufactured on the 08 july 2020. 20 parts were manufactured per specification and all raw material met specification. There were no non-conformances (nc) found to be associated with work order 9557440. There were no scrap parts found to be associated with work order 9557440. There was no reprocessing associated with work order 9557440.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that implant wrapping appeared to be melted. The doctor didn¿t want to use. No surgical delay. Ed: (B)(6) 2021.